Event description:
It was reported that "the es active electrode melted down during a surgical procedure. It was a 2 hr. Prcedure. Working at 60 to 70 watts coag mode." There was no patient injury and the procedure was not compromised or altered.